Manufacturer narrative:
Visual findings observed one of the dust covers underneath the battery slot was broken. Evaluation found the unit did not sound when in use with a magnet cord due to a faulty reed switch. The unit passed all other functional testing when in use with sensor pad. The visual findings revealed sign of dropping or bumping that may have contributed to the faulty reed switch. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use IFU were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
The customer contacted us via phone call. The customer states that the alarm is making no audible sound. The lights blink but no sound when you turn the alarm on and no sensor or magnet is attached. Customer states that the battery compartment area is free of moisture or corrosive damage. The nc and sensor port looks damage free as well. No gtin information was available. The customer was told about the 4 year useful life warranty. A ts template has been completed and saved to the drive. The date the issue was discovered is unknown and no incident or serious injury was reported.